Event description:
Reportedly, at the interrogation of the ICD involved in this MDR report before the implantation procedure, the magnet rate was found at 91 min - 1 and the voltage at 3v which was considered too low. The device was not implanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.